Manufacturer narrative:
Results of investigation: the avea user interface model (uim) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and identified the root cause of the reported issue was due to a corrupted boot loader. No further investigation is needed. At this time, carefusion will track and trend this reported issue and internally investigate the situation.

Event description:
The dealer in (B)(4) reported that the device's user interface module (uim) turned off by its self while in use on a pt. The pt was removed from the device and placed on another device. There was no pt harm reported.

Manufacturer narrative:
Carefusion has requested additional info from the (B)(6) user facility via the dealer in (B)(6) on the reported event and the status of the pt. As of 06/12/2015 there has been no additional info provided by the user facility. (B)(4). The carefusion tech support specialist in conjunction with the dealer in (B)(6) determined that the most likely cause of the reported event was a malfunctioning user interface module (uim). The dealer in (B)(6) was shipped a replacement user interface module (uim) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the dealer in (B)(6) for the return of the return of the alleged faulty user interface module (uim) for eval. As of the 06/12/2015 the alleged faulty user interface module (uim) has not been received.